Event description:
On 07/12/2000, the facility's purchasing agent informed the distributor's marketing mgr of the following: the guidewire would not irrigate. As a result, the device was not implanted. No further details were provided.